Manufacturer narrative:
Lee, young.jae. "Lateral third infraclavicular implantation of the vagal nerve stimulation generator through axillary incision." Journal korean neurosurgery, soc 42 (2007): 16-19.

Event description:
It was reported that the vns patients generator had migrated more than 2 cm from the initial implant position. It was implied that surgery occurred by "anchoring the generator to the subcutaneous infraclavicular pocket properly and by dissecting the subcutaneous pocket to small dimension, as needed".